Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) shutdown while running on trainer overnight. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp and upon replacing the customer power supply, the unit went into a hard error and was unable to boot up. The stm found that the solenoid driver board was preventing the unit from booting up. The solenoid driver board was replaced by the stm and this resolved the issue. In addition, the stm ran the unit overnight without it shutting down. Preventative maintenance was then completed, and the iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) shutdown while running on trainer overnight. No adverse event was reported.